Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-26386. It was reported that right ventricular and left ventricular leads exhibited intermittent capture. Programming changes were made and successfully eliminated the intermittent capture. The patient was stable.